Manufacturer narrative:
One (1) photo was shared by the customer, showing one used sample item #lat-d1000, a slight torn condition on the top seal and blood residual located in the fluid path is observed. No mating device are observed on the photo. Complaint of no flow / can't prime / difficult to prime cannot be confirmed based on the photo shared by customer. Since no product sample was received for investigation, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
The event involved a conector tego¿ where it was reported that during the process of connecting the patient to hemodialysis, at the time of removing the heparin seal prior to connection, it was observed wrinkled silicone of the connector and at the time of installing the syringe it is not possible to drawn blood. It was verified again, and the internal part of the silicone was damaged, was not allowing the circulation of fluids, and it was necessary to change the connector.

Manufacturer narrative:
The complaint of no flow / cant prime / difficult to prime cannot be confirmed based on the photo shared by the customer. The device history record lot#13768003 was reviewed and no non conformities were found that would have led the reported condition on the complaint.